Event description:
The initial reporter received a questionable elecsys ft3 iii for one patient sample tested on a cobas 8000 e 801 module with serial number (B)(4). The initial result was reported outside of the laboratory. The physician asked that the sample be tested at the investigation site. The patient sample was also tested in an outsourced laboratory that uses a siemens centaur analyzer. A discrepancy was noted between the investigation site results and the result from the outsourced laboratory. Please refer to the attachment in the medwatch for the patient results. The lot number of the ft3 iii reagent used in the e 801 at the customer site and the expiration date were requested but not provided. The serial number of the e 801 used in the investigation site is (B)(4). The lot number of the ft3 iii v2 reagent used in the e 801 at the investigation site is 575688. The expiration date is 31-jan-2023.

Manufacturer narrative:
From the analysis of the information provided, a general reagent issue can be excluded. Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used and, differences in reference materials/methods and the standardization methodology used. In case a sample is analyzed with different analyzers, the generated values are to be interpreted in relation with the normal reference ranges of the assays of the different analyzers. The investigation did not identify a product problem.